Manufacturer narrative:
Investigation: checking the manufacturing charts of the components involved in the event, no pre-existing anomaly was found on the items belonging to the same part codes and lot numbers as the components removed during the revision surgery hereby reported. We will submit a final MDR as soon as the investigation is complete.

Event description:
Revision surgery performed on (B)(6) 2025, due to disassembly of components. The morse taper connection disengaged. The following components were removed: smr finned stem short d.21 (part code: 1304.15.021, lot number: 2016623, sterilization 2000409). Smr humeral head dia.54 mm (part code: 1322.09.540, lot number: 1506372, sterilization 2000414). Smr ecc.adaptor taper standard (part code: 1330.15.272, lot number: 2331971, sterilization 2400033). Smr finned humeral body (part code: 1350.15.110, lot number: 2101472, sterilization 2100098). The above-mentioned components were replaced by the following new ones: smr finned stem dia 21mm l.80 (part code: 1304.15.210, lot number: 2320690, sterilization 2400025). Smr finned humeral body (part code: 1350.15.110, lot number: 2405095, sterilization 2400062). Smr ecc. Adaptor taper 2mm (part code: 1330.15.272, lot number: 2414583, sterilization 2400152). Smr humeral head dia.54 mm (part code: 1322.09.540, lot number: 1503494, sterilization 2000263). Previous surgery took place on (B)(6) 2025. The patient is a male, date of birth on (B)(6) 1972. The event happened in the united states.